Event description:
Boston scientific received information that this right ventricular lead had dislodged twelve days post implant. A revision procedure was performed. The lead was explanted. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported. The product was returned for analysis however the product is no longer available for analysis. The lead was only retained for a period of 60 days before sent to reclaim. The event was not reported to boston scientific event analysis to trigger for product analysis to be performed until 144 days after the lead was returned. No conclusion can be drawn.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.